Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that there was a 087 call service alarm. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/11/2017 with the following findings: multiple call service 087 alarms were observed in the black box. During investigation a call service 069 alarm was reproduced during rewind. The investigators were unable to complete evaluation of the pump due to the alarm. The ¿cs69¿ failure is defined as a language file corruption while retrieving language text. The ¿cs69¿ failure is written as a ¿cs87¿ failure in the histories. The error is resident to the flash chip (u39). This failure is under investigation under CAPA# (B)(4). Unrelated to the complaint, the battery compartment is cracked below the bumper pad.